Manufacturer narrative:
Additional information: section a, b3, b5 and h6.

Event description:
Received additional information that the product fault occurs while in use with patient on (B)(6) 2025 and has a delay in infusion therapy; probably not harmful, but not quite clear.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would activate the occlusion alarm, without an occlusion occurring. There was no report of patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed through testing. The device was working properly. There was no known cause of the reported issue. The downstream occlusion (dso) sensor was preventatively replaced, but no further action was taken.